Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen 1200 mcg/ml at an unknown dose via an implanted pump for an unknown indication. It was reported the patient¿s pump had eroded through their skin and they had to explant the pump without weening the patient down. The hcp would like the emergency procedures sent for baclofen withdrawal. There was no time to ask additional questions. Further information was not provided. No further complications were reported/anticipated or expected.